Manufacturer narrative:
(B)(4). The product was not returned for analysis. A review of the manufacturing documentation associated with this lot 17550847 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, one of our measuring cath mb 5f pig 110cm 6sh catheters has been torn off in the patient. When the catheter has been retracted on the lying wire, the catheter was torn off; the prosthesis was not yet in the patient. Crack site directly between last and penultimate distal marker. Procedure was an aortic prosthesis. There were no anomalies noted when removed from the package. There were no anomalies noted during prep. The intended procedure/target lesion was the aorta. The vessel / lesion characteristics were normal. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no resistance met while advancing the device. There was no excessive torquing required. The device did not kink in the area of separation. Resistance was not met while withdrawing the device. The device separated between the last two distal markers. It is unknown how was the segment retrieved. Additional procedural details were requested but are unknown.

Manufacturer narrative:
As reported, one of our measuring cath mb 5f pig 110cm 6sh catheters has been torn off in the patient. When the catheter has been retracted on the lying wire, the catheter was torn off; the prosthesis was not yet in the patient. Crack site directly between last and penultimate distal marker. Procedure was an aortic prosthesis. There were no anomalies noted when removed from the package. There were no anomalies noted during prep. The intended procedure/target lesion was the aorta. The vessel / lesion characteristics were normal. Little to no calcification, tortuosity or vessel angulation were noted. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no resistance met while advancing the device. There was no excessive torquing required. The device did not kink in the area of separation. Resistance was not met while withdrawing the device. The device separated between the last two distal markers. The segment was retrieved with a snare. The patient is all right, could be treated as planned. Additional procedural details were requested but are unknown. One non-sterile diagnostic cath mb 5f pig 110cm 6sh was received for analysis coiled inside a plastic bag along with two unknown devices. Per visual analysis, the catheter shows 11 marker bands (mb10 ¿ mb20) moved from its original place (moved/ out of position) and the 11 were piled up together. Marker bands 1 to 9 remained in their original positions. Also, the received catheter was found separated into two sections, the catheter body separation was found at 25cm from the catheter¿s distal end. The distal section of unit was observed under a vision system, and the marker band marks on unit¿s surface did not present evidence of damage (scratches, peelings, abrasions, etc.). The catheter body separated areas were observed under a vision system, and the separated edges presented elongation characteristics and the catheter body presented bulged/twisted conditions. Sem results showed that the catheter¿s separated areas presented material deformation and evidence of elongations. The elongations observed suggest that the device was induced to stretching/pulling events that exceeded the material¿s yield strength prior to the separation. No other issues were noted during sem analysis. A .038¿ lab sample emerald guide wire was inserted in the catheter via the tip and was stopped at 18.6 cm from the distal end due to the marker band pile-up at this site. Catheter length was not measured due to the separated condition found on catheter body. The catheter ID and od of the body/shaft was measured between the marker bands that were out of position and results were found within specification. A device history record (DHR) review of lot 17550847 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) separated in patient¿ was confirmed through analysis of the returned device. The exact cause of the separated condition found could not be conclusively determined during the analysis. Based on the information available for review, procedural and handling factors likely contributed to the separation reported as evidenced by the elongations noted at the separation sites and the bulged/twisted conditions of the catheter. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿failure to observe these instructions may result in damage, breakage or separation of the catheter or the marker bands, which may necessitate additional intervention. Manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Avoid entrapment of the catheter between other endovascular devices and the vessel wall. Avoid excessive friction on the catheter; avoid simultaneous introduction of the catheter and aortic graft devices through the same sheath.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, one of our measuring cath mb 5f pig 110cm 6sh catheters has been torn off in the patient. When the catheter has been retracted on the lying wire, the catheter was torn off; the prosthesis was not yet in the patient. Crack site directly between last and penultimate distal marker. Procedure was an aortic prosthesis. There were no anomalies noted when removed from the package. There were no anomalies noted during prep. The intended procedure/target lesion was the aorta. The vessel / lesion characteristics were normal. The lesion was calcified little or none, the vessel tortuosity was little or none. Vessel angulation was little or none. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no resistance met while advancing the device. There was no excessive torquing required. The device did not kink in the area of separation. Resistance was not met while withdrawing the device. The device separated between the last two distal markers. The segment was retrieved with snare. The patient is alright, could be treated as planned. Additional procedural details were requested but are unknown.